Event description:
It was reported that prior to a dialysis catheter placement procedure, the device allegedly occluded. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not returned for evaluation, one electronic video was provided for review. The video shows a clinician holding a hemostar dialysis catheter connected to a syringe on the blue extension leg. The clinician is infusing through the blue extension leg and fluid was noted coming out of the distal end of the catheter. However, the investigation is inconclusive for the reported obstruction issue as the provided video is not sufficient enough to confirm/unconfirm the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm hemostar dual-lumen radiopaque catheter, two adhesive dressing, two end cap, one tunneler, one introducer needle, one 8f dilator, one 10-12f dualator dilator, one j-tip guidewire in a guidewire hoop, one 15f airguard valved introducer peel apart sheath were returned for evaluation. Gross visual and functional testing were performed. In addition to the returned physical sample, one electronic video was provided for review. The video shows a clinician holding a hemostar dialysis catheter connected to a syringe on the blue extension leg. The clinician is infusing through the blue extension leg and fluid was noted coming out of the distal end of the catheter. During functional testing, the catheter was patent to both infusion and aspiration without issue. However, the investigation is inconclusive for the reported obstruction issue as the provided video is not sufficient enough to confirm/unconfirm the reported issue and further the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the device allegedly occluded. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2022).

Event description:
It was reported that prior to a dialysis catheter placement procedure, the device allegedly occluded. The procedure was completed using another device. There was no patient contact.